Event description:
It was reported that a malfunction occurred on the pump, marked by malfunction code ¿malf 0.¿ there was no reported impact to the customer¿s blood glucose level. After receiving instructions from technical support, the customer successfully reset the pump, and the malfunction code did not recur. The customer was advised to call back if any further issues arose, and they acknowledged this guidance.